Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery with mild tortuosity. It was observed that there was fluid leaking from the copilot; therefore, the device was changed and the procedure was completed successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found no blood visible and contrast in the cap. The o ring and clamp seal were intact. The cap was returned in the open position. A new indeflator and a plug were used to pressurize the copilot. No leaks were observed in the testing. The reported experience could not be confirmed. In this case, as the device did not leak under testing, it is possible that an outside circumstance occurred, i.e. It is possible that one of the device connections was not tight or that another device was leaking and it appeared to be the copilot. As such, no follow up will be sought, as the physician may have been correct that there was a leak but not have noted the source. Regardless, as testing has indicated the device is functioning as intended, there is no indication of a deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint database for the reported lot was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.